Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the single board computer (sbc). The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system tries to reboot by itself. Loading bar is displayed and c-arm stops at 5 arrows. System had to be rebooted several times to fully reboot. There was no report of pt injury.